Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) migrated. Upon revision, air was noted within the pump, and the pump would not refill when connected to the reservoir. The pump was also found to be flat. The reservoir was flat and empty upon removal. No leaks in the system were apparent when examined and tested. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device allegation of migration is a known risk associated with this device type and indicated as such in the instructions for use. The other reported device performance allegation cannot be confirmed. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation. Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1100800881. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4).